Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon interrogation, episodes of auto mode switch due to noise on the right atrial lead were observed. All electrical measurements were in range. No intervention was performed. The patient will continue to be monitored.